Event description:
This case is information only. The dr tried to change the valve setting from 110 to 150, but it was impossible. After trying 30 times, he could manage to change it finally. He actually wanted to change it to 200 but he decided to keep it 150 because he had a fear that he would not be able to change it again in the future. When our sales staff visited the hospital a week after the incident, the dr said he could change it to 200 later.